Event description:
Event description guidant received information that, during a change-out procedure for this implantable cardioverter defibrillator (ICD), it was noted that this defibrillation lead was fractured at the proximal end of the rate sensing portion of the lead (near the device header). No evidence of noise or change in lead impedance was noted prior to the change-out procedure.